Event description:
A nurse reported the unit of measurement setting of a customer's unlocked freestyle meter changed. The customer took extra insulin due to the incorrect readings and that evening went into insulin shock. The customer was taken to the hospital where she was put on a glucose drip. This meter is one where the units of measurement can be changed.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation. Customers and retailers have been informed through the fa 16may2006 letter.